Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons.

Manufacturer narrative:
Correction: the device was not explanted as previously reported. The implanted device remains. This report is filed october 13, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.